Event description:
Recently, studies showed incomplete capture of ventricular lead. The pt underwent surgery for insertion of a new epidural ddd pacemaker system with a new epicardial ventricular pacemaker lead and removal of epicardial ventricular pacemaker lead.